Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The evaluation confirmed the reported problem ("check therapy pad" messages, damaged connector). Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Additionally, the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent "check therapy pad" messages and that the electrode belt trunk cable connector was damaged on electrode belt sn (B)(4).